Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l51801, implanted: (B)(6) 1998, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly.

Event description:
A false motor stall/telemetry state related to MRI was reported and the stall never recovered. It was also noted stopped pump may exceed tube set. It was not known if there were any patient symptoms related to the event. The pump was replaced. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine and bupivacaine. No patient outcome reported. Further follow-up will be conducted to obtain the information. If further information is received a follow-up report will be sent.